Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 476 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose level. Customer states insulin pump had insulin flow block alarm but insulin exits the tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly and electronic assembly noted. Unable to verify no delivery alarm or perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement, self test and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarm.